Manufacturer narrative:
A medtronic representative was on site when the reported issue occurred. The representative reported that they replaced the line power fuses for the viewing station of the imaging system to resolve the reported issue. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the viewing station of the imaging system was not powering on. The line power light on the viewing station was not illuminated. The representative reported that the patient was under anesthesia but no incision had been made. The representative reported that the replaced the fuses in the viewing station of the imaging system and the reported issue was resolved. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.